Event description:
It was reported the patient was admitted on (B)(6) 2020 with shortness of breath and volume overload. Patients status on transplant waitlist was upgraded. Patient had a swan-ganz catheterization with intravenous diuretic and milrinone.

Manufacturer narrative:
Transplant is addressed under MFR # 2916596-2020-05222. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular (rv) failure could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6)2020, when the patient was transplanted (refer to MFR # 2916596-2020-05222). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jul2020. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted with right ventricular failure symptoms. Oral diuretics failed twice and the patient was inotrope dependent.